Event description:
Reportable based on device analysis completed on 5-mar-2020. It was reported that a 27mm lotus edge valve was implanted successfully. While removing the device from the patient, the delivery system catheter locked up on the wire. The whole system was pulled out together. However, returned device analysis revealed a catheter kink. It was further reported that post-procedure new pathological q-wave or left bundle branch block(lbbb) occurred.

Manufacturer narrative:
H3:device analysis: the lotus edge valve delivery system was received by boston scientific(bsc) and reviewed by a bsc quality engineer. The device was received with the guidewire trapped inside the device. The device was received sheathed. Approximately 20.5cm of the coiled section of guidewire was exiting out from the nosecone and approximately 93cm of wire exiting from the proximal guidewire port in the handle. An examination of the guidewire found that the coil wires on the surface of the guidewire were displaced along the coiled distal section of the exposed wire. The guidewire was kinked at the site exiting from the handle of the lotus edge device. A visual examination of the lotus edge device identified that the outer sheath was compressed at its distal end. One compression measured 6.9cm in length and another measured 3.4cm. The device was un-sheathed. The valve had already been deployed in the patient, so it was not returned for analysis. An examination of the nosecone extension (nce) identified no buckle indentations. Attempts to remove the guidewire when the device was un-sheathed failed. The shaft and guidewire were dissected at 11cm from the distal end of the nosecone. Once dissected the entire proximal section of the guidewire could be removed from the device. An examination of the proximal section of the wire identified no damages to the wire (apart from the kink in the wire which was present outside the guidewire port in the handle). The distal section of the guidewire remained trapped the in the nce. Using a blade the nce was dissected approximately 5mm proximal to the proximal end of the nosecone. Once this dissection was made the nosecone moved freely along the wire. This confirmed that the wire restriction was not present in the nosecone. The nce was dissected at various locations and the dissected sections moved on the wire. The final section of nce which was trapped on the wire was located between 9.5cm and 11cm proximal from the distal tip of the nosecone. This section of nce was fully trapped on the wire. The nce was dissected laterally to expose the guidewire. It was confirmed that a coiled section of wire was displaced inside the this location of the nce.

Manufacturer narrative:
Device analysis: the lotus edge valve delivery system was received by boston scientific(bsc) and reviewed by a bsc quality engineer. The device was received with the guidewire trapped inside the device. The device was received sheathed. Approximately 20.5cm of the coiled section of guidewire was exiting out from the nosecone and approximately 93cm of wire exiting from the proximal guidewire port in the handle. An examination of the guidewire found that the coil wires on the surface of the guidewire were displaced along the coiled distal section of the exposed wire. The guidewire was kinked at the site exiting from the handle of the lotus edge device. A visual examination of the lotus edge device identified that the outer sheath was compressed at its distal end. One compression measured 6.9cm in length and another measured 3.4cm. The device was un-sheathed. The valve had already been deployed in the patient, so it was not returned for analysis. An examination of the nosecone extension (nce) identified no buckle indentations. Attempts to remove the guidewire when the device was un-sheathed failed. The shaft and guidewire were dissected at 11cm from the distal end of the nosecone. Once dissected the entire proximal section of the guidewire could be removed from the device. An examination of the proximal section of the wire identified no damages to the wire (apart from the kink in the wire which was present outside the guidewire port in the handle). The distal section of the guidewire remained trapped the in the nce. Using a blade the nce was dissected approximately 5mm proximal to the proximal end of the nosecone. Once this dissection was made the nosecone moved freely along the wire. This confirmed that the wire restriction was not present in the nosecone. The nce was dissected at various locations and the dissected sections moved on the wire. The final section of nce which was trapped on the wire was located between 9.5cm and 11cm proximal from the distal tip of the nosecone. This section of nce was fully trapped on the wire. The nce was dissected laterally to expose the guidewire. It was confirmed that a coiled section of wire was displaced inside the this location of the nce.

Event description:
Reportable based on device analysis completed on 5-mar-2020. It was reported that a 27mm lotus edge valve was implanted successfully. While removing the device from the patient, the delivery system catheter locked up on the wire. The whole system was pulled out together. No patient complications occurred. However, returned device analysis revealed a catheter kink.